Event description:
IV pump will not infuse secondary infusions if they are set to infuse in less than 30 mins. Examples are keppra 500mg over 15 mins and cleocin 600mg over 20 mins. FDA safety report ID# (B)(4).